Manufacturer narrative:
In response to FDA report number: mw5175609, mw5175610.

Event description:
Patient additionally reported via voluntary medwatch "diagnosed with breast implant associated anaplastic large cell lymphoma," "will be undergoing en bloc capsulectomy and implant breast removal," "testing proved positive for t-cell receptor beta gene rearrangement and positive for t-cell receptor gamagene rearrangement." Healthcare professional later reported capsular contracture, baker grade iii, the patient had a massive seroma on the right side, very thick adherent capsule, 2/3 of the implant capsule was stuck to the intrercostal fascia and epimysium of the intercostal muscles, and could see excursion of the lung. The device has been discarded.

Event description:
Healthcare professional reported "exchange of textured device due to patient's concern with product" and "positive bia-alcl cytology" diagnosed via fluid aspiration. Later healthcare professional reported "large -seroma", ¿baker grade 3, capsule stuck to intercoastal fascia¿, ¿peri-implant fluid¿ and ¿neoplastic cells are positive for cd30, with a small subset positive for cd3 (dim). The neoplastic cells are negative for alk-1, pax-5 and cd20¿ diagnosed via cytological examination this record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, the reported event of lymphoma alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of seroma-late, lymphoma-alcl-confirmed, capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, capsular contracture baker grade iii, lymphoma-alcl-confirmed. Additional relevant contacts: (B)(6).